Event description:
Olympus single use distal cover maj-2315 on top of scope tjfq 190v came off while pulling out scope post endoscopic retrograde cholangiopancreatography. Patient re-scoped to find, and ended up coughing up. Olympus single use distal cover maj-2315 on tip of endoscopic retrograde cholangiopancreatography scope tjfq190v, serial #(B)(6) came off scope while pulling out scope post endoscopic retrograde cholangiopancreatography. Patient re-scoped to find to remove but could not find. Patient ended up coughing it up and out.